Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise and a lead integrity alert (lia) was triggered. As well, the patient's implantable cardioverter defibrillator (ICD) had oversensing from electromagnetic interference. Follow up was conducted to no avail therefore intervention is unknown. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.